Manufacturer narrative:
Correction: patient demographics inadvertently left off of follow up number 1.

Manufacturer narrative:
(B)(6). The logs for the navigation system were evaluated by medtronic personnel. The logs showed that a core file was generated during a call. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. On 04/18/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, she loaded a disc in the navigation system and while viewing the exams the system re-booted on its own and then became unresponsive in the blue synergy screen. In trouble-shooting, a re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.